Manufacturer narrative:
H4: device manufacture date: from 12/15/2022 to 12/18/2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was inadequate iodine on the sponge of a minicap. This issue was further described as, "no iodine came out of minicap". This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.